Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 157450, m2a-magnum mod hd sz 50mm, lot: 164850. Part: us157856, m2a-magnum pf cup 56odx50id, lot: 574930. Part: 139259, m2a magnum 42-50m tpr insrt +6, lot: 058240. Part: 103202, taperloc por fmrl 7.5x135, lot: 661900. Multiple MDR reports were filed for this event, please see associated reports: head: 0001825034-2018-09593. Taper: 0001825034-2019-03149.

Event description:
It was reported patient underwent a revision procedure six years post-implantation due to metallosis, altr, tissue damage, necrosis, and pain. During the revision, local tissue damage and inflammation was noted. There was considerable difficulty dislocating the head anterior so the whole construct was removed. The head was exchanged, and an active articulation bearing was implanted. Head and taper adaptor revised. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.